Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 4 other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens wasn't folded properly in the delivery system and didn't open correct way in the eye. The procedure was completed by using another lens. There was no patient harm.

Manufacturer narrative:
The used device and the lens were returned in the carton. The plunger lock and the lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. No damage was observed to the device. The lens was returned outside the device, wrapped in a white absorbent material that was closed with adhesive tape. Solution was dried on the lens. One haptic was bent in the gusset area. The lens was cleaned with klrp. A fold test was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. The used device and the lens were returned separately. An acceptable fold test was conducted with the lens with no abnormalities observed. No damage was observed to the device. The plunger was retracted. It cannot be confirmed if the lens and plunger were in a proper position for advancement per the provided diagrams in the instruction for use (IFU). The plunger was retracted. The plunger position in relation to the lens during advancement cannot be determined. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).